Manufacturer narrative:
After the index procedure the patient had st elevation and chest pain which resolved at presentation to the cath lab. Revascularisation was performed by implanting two resolute onyx des in the rca on the same day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient had a medical history of hyperlipidaemia, hypertension, diabetes, previous CABG and pci. The index procedure was promoted by unstable angina and a positive stress test. During the index procedure two resolute onyx des were implanted in the rca. The patient suffered a target vessel myocardial infarction due to in- stent restenosis and acute thrombosis on the same day and revascularisation was performed by implanting two resolute onyx des in the rca. Cec adjudicated the mi a non q wave target vessel mi 3rd udmi peri-pci and the revasc as clinically driven tlr. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient suffered myocardial infarction.